Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial areas and vermillion border. Approximately three weeks later, the patient allegedly developed swelling, bumpiness, bruising, and itching. The patient was treated with an antihistamine and a medrol dose pack.